Event description:
It was reported that this right ventricular (rv) lead presented a fracture, so it was capped and surgically abandoned. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead presented a fracture, so it was capped and surgically abandoned. A new device was implanted. The proximal end of the device has been returned and was analyzed. No additional patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the proximal segment that was returned was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Environmental stress cracking (esc) was observed ~ in a couple of places - on the surface only and noted melt marks were observed in outer insulation and conductor ends - likely explant electro-cautery damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.